Event description:
It was reported that a spectrum pump under infused during therapy (medication, dose, programmed amount and delivery rate unknown). It was stated that the nurse entered the room because of infusion completion and found the device stated the infusion was complete but still had 200 milliliters (mls) left in the intravenous (IV) bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing flow testing passed, with an output at 125 ml/hr at -1.1664% (123.542 ml) and at 40 ml/hr output yielding -0.205% (39.918 ml), a review of the event history log found no significant evidence to support the customer-reported allegation of "underinfusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.